Event description:
It was reported that mesh had been implanted for 16 years and recently, it was found that it was broken. There was a revision surgery performed to remove the mesh.

Manufacturer narrative:
The reported event could be confirmed, because of the picture provided. The device was not returned, therefore physical inspection could not be performed. This report is based on provided information only. In order to obtain more details about the reported event, the sales rep was and it was further reported that the device had been removed, but the patient and the hospital did not agree to return the device. Furthermore, the breakage has been determined, because there was abnormal noise in the head of the patient and during an examination in the hospital it was found that the mesh was broken. Bone healing was achieved. Additionally, a picture of the mesh under complaint was provided. It is not possible to determine the root cause of the breakages only with this picture. Based on the evaluation no indications for any material or manufacturing related problems were found in this investigation. Therefore, no corrective and/or preventive actions are deemed necessary at this time. If the device and / or additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : discarded.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that mesh had been implanted for 16 years and recently, it was found that it was broken. There was a revision surgery performed to remove the mesh.